Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the touchscreen was faulty. The device was not in use, no patient or user harm reported. The service engineer (se) reported that the touchscreen was not sensitive. The se replaced the touchscreen. The device was then checked for a normal signal. The device was restored to all functions.